Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record (DHR) review was conducted for part: 03.130.225, lot: l769052: manufacturing site: (B)(4), release to warehouse date: 20.feb.2018: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the drill sleeve guide 1.5/1.1 (part # 03.130.225, lot # l769052, mfg 20feb2018) was received at us cq with the drill sleeve bent to where it is very close the body of the drill guide. The bend was greater than 90 degrees from where the original drill sleeve should be located, and the drill sleeve was already fractured. This was seen from a picture that was taken on (B)(6) 2018. On (B)(6) 2018 when the drill guide was examined the 1.1 mm drill sleeve was broken and there was a dent observed along the shaft of the 1.1 mm drill sleeve. This is consistent with the reported complaint condition, thus confirming the complaint. The 1.5 mm drill sleeve and the rest of the drill guide showed no visual signs of defects. Dimensional inspection: the specification for the inner diameter of the drill sleeve per feature 50115965 on drawing is 1.15 to 1.25 mm. The largest gauge pin that was able to be inserted was 1.15 mm which is within the specification per the relevant drawing. The largest gauge pin to be able to be inserted and go through the drill sleeve past the dent was 0.97mm (gp32.) This is consistent with the reported complaint condition, thus confirming the complaint. Document/specification review: the relevant drawing(s) was reviewed; review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the drill sleeve guide for cortex screws (part # 03.130.225, lot # l769052) was received with a dent on the 1.1 mm drill sleeve as well as damage and bending of the drill sleeve. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) of a metacarpal on (B)(6) 2018. During surgery, it was found out that a drill sleeve guide for cortex screws was damaged prior to using it on the patient. The 1.1mm side of the guide was bent and a 1.1mm drill bit would not go through. The bent drill guide was set aside and opened another set with a similar guide in it. There was no reported surgical delay. Procedure was completed successfully. Patient outcome is reported as fine. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown drill bit (part# unknown, lot# unknown, quantity#unknown).